Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The logs for ic7663 showed the purge cassette inserted but no purge disk detected. The blue purge retainer was cracked and the purge flag was missing that would have caused the inability to complete the case wizard and have the purge pressure disc recognized. Root cause: the cause of the issue was a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a purge disc/flag issue. No clinical details regarding resolution or patient involvement/condition were provided.